Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 09/21/2010, 09/23/2010, and 10/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt seeing a temporal shadow following intraocular lens (iol) implant surgery. Add'l info has been requested.